Event description:
It was reported that the system monitor did not boot up. The problem came from the motherboard and it was resolved by replacing it.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor not booting up was confirmed. When (B)(6) was evaluated, the unit did not boot up. The issue was resolved by replacing the main printed circuit board (pcb). A full functional checkout was performed and the unit passed all tests. The unit was returned to the rental pool. The main pcb was forwarded to ppe for further analysis. Further analysis of the returned main pcb revealed no physical anomalies. When the pcb was plugged into a working test unit, the system did not boot up. A shorted diode was causing a short to a fuse. After the components were replaced, it was determined that the board was continuously resetting and couldn¿t boot up as intended. Multiple components on the input circuit received signal vccraw which was lower than expected. No further troubleshooting was performed. The root cause for the reported event was determined to be a damaged input circuit of the main pcb; however, the root cause of this damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.